Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for follow-up, there were issues interrogating the device. Another programmer was used with the same issue. A rf antenna was then used, which was successful but took longer than the usual time to interrogate the device. It was noted after interrogation that noise was observed on both the right and left ventricular channels. Review of the session record indicated emi source. Patient was admitted for monitoring and was stable throughout and after the event. It was later reported that the patient presented for device replacement and during the procedure when attempt to interrogate the device using the rf antenna, the device could not be interrogated. Backup reset mode was observed with high voltage defibrillation disabled. Patient complained of pain and inappropriate shock was delivered when physician was using diathermy. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory due and was due to a watchdog error that occurred on the date of explant. The backup vvi was unable to be reproduced. The reported event of noise was confirmed in the laboratory due to review of the device image. The device was tested on the bench and no anomalies were found. The reported event of telemetry anomaly could not be confirmed, as the device communicated normally with a programmer via inductive and rf telemetry. The reported event of inappropriate high voltage therapy could not be confirmed.